Manufacturer narrative:
This report is submitted on october 11, 2022.

Event description:
Per the clinic, the patient experienced infection (site of infection is unknown) and subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6), 2022 due to extrusion of the electrode into the external auditory canal. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.